Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up medwatch report will report additional, relevant information.

Event description:
It was reported that this was a right renal angioplasty procedure treating in stent restenosis of an unspecified stent. An nc trek balloon catheter advanced to the lesion and inflation was performed without reported issue. Following, the balloon would not deflate with an unspecified indeflator. A syringe was used to fully deflate the balloon. During nc trek removal, the shaft separated while in the guide catheter. Another balloon catheter was inflated to hold the separated portion in place within the guide catheter. All was removed as a single unit. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device and deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: the nc trek rx coronary dilatation catheter is indicated for: a) balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion b) balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction c) balloon dilatation of a stent after implantation (balloon models 2.00 mm and 5.00 mm only). The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported separation and difficulty removing the device appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.